Manufacturer narrative:
The system controller was not returned to the manufacturer for evaluation; however, a review of the historical log file submitted for analysis at the time of the event confirmed the report of low speed and pump stoppage. The data recorded in the log file indicated a pump stoppage event was recorded along with the expected low speed hazard and low flow hazard alarms. The pump stoppage event appeared to have occurred during the same time that a pulsatility index (pi) event was flagged. Throughout the remainder of the data recorded, the pump speed remained above the low speed limit setting. Based on the information available to the manufacturer, and due to the system controller not being returned for evaluation, no conclusion could be drawn as to the root cause of the alarms; however, the device¿s approved labeling explains all alarms, including red heart/pump off alarm, and the proper actions to take if the alarms cannot be resolved. In addition, the patient handbook also contains important warnings pertaining to pump stops. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that she noted low speed and pump stoppage events in the pt's system controller log file. The pt reported that he was awaken by an audible alarm at the time of the event but did not feel any symptoms. The events could not be reproduced in the clinic with pt movement or manipulation of the external portion of the driveline. The vad coordinator was to discuss with the vad group about replacing the pt's system controller.

Manufacturer narrative:
The system controller was not returned to the MFR for eval as it remains in use. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.